Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u15.

Event description:
It was reported that the customer's device had logged multiple fault codes and also did not have the ability to obtain the ECG rhythm through the paddles lead. This failure would prohibit the device's shock advisory system from functioning properly. There was no patient use associated with the reported failure.